Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not vibrate or beep when it should be so not being notified. Scratches and kicks on insulin pump screen making it hard to read, metal piece in battery cap pops out when changing out battery. Buttons were sometimes unresponsive, had gotten unexplained not delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.